Event description:
It was reported that during a hip procedure using quantum 2 controller with an ambient megavac 90 wand, the controller gave an error message upon activation of the wand. Two additional wand were opened and tested, however they all yielded the same results. The procedure was completed using a competitive device. There were no significant delays or pt complications reported as a result of this event.